Manufacturer narrative:
(B)(6). The customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. The access sars-cov-2 igg ii reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check and calibration were passing within specifications at the time of the event. Per FDA safety communication on 19may2021 ¿results from currently authorized sars-cov-2 antibody tests should not be used to evaluate a person¿s level of immunity or protection from covid-19 at any time, and especially after the person received a covid-19 vaccination. While a positive antibody test result can be used to help identify people who may have had a prior sars-cov-2 infection, more research is needed in people who have received a covid-19 vaccination.¿ the access assays is not labelled for vaccine response detection. The performance of our serology assays has not been established in individuals that have received a covid-19 vaccine. Depending upon the vaccine administered, the antibodies generated may be different and therefore the test result may differ depending upon the specific antibody being detected by the assay in use in the laboratory. Different vaccines do not elicit the same immune response. All immune responses are different therefore differences in patient responses are expected after vaccination. No manufacturer guarantees both a specificity and sensitivity of 100%. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Differences in each individual assay are expected. The customer reported that he tested 1317 samples from (B)(6) to (B)(6) and obtained 3 discordant results only. Therefore 99,77% of the results are considered as accurate. A patient sample was sent to the (B)(6) for investigation. Patient sample was tested with the sars-cov-2 igg ii assay. The (B)(6) obtained a non-reactive result, confirming customer's result. The sample was tested with the access sars cov-2 igg 1st is assay, standardized to who first international standard (nibsc code: 20/136). This standardization allows to assign a quantitative standard value to an igg titer. A reactive result, closed to the cut-off, was generated suggesting the sample is reactive for sars-cov-2. In conclusion, the investigation suggests that the patient is reactive for sars-cov-2 igg. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Differences between manufacturers are expected and the access assays are not labeled for vaccine response detection.

Event description:
On (B)(6) 2021 the customer reported non-reactive sars-cov-2 igg ii (access sars-cov-2 igg ii assay, part number c69057, lot number 922974) results were generated for two vaccinated patients on the customer's unicel dxi 800 access immunoassay analyzer (part number 973100 and serial number (B)(4)). The customer reported that the initial non-reactive sars-cov-2 igg ii result for the patient one was 7.2 au/ml obtained on (B)(6) 2021 (non reactive: < 10 au/ml). This result was discordant with the diasorin igg trimerics result of 246 ui/ml (cut-off for positive: =33.8 ui/ml) obtained on (B)(6) 2021. The patient sample was repeated after a preventive maintenance at 6.9 au/ml on (B)(6) 2021. (B)(6). Two (2) medwatch reports will be generated to address both patients, this report address the results of patient one: medwatch number ¿2122870-2021-00091¿ will address patient one. Medwatch number ¿2122870-2021-00092¿ will address patient two. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System check passed on (B)(6) 2021. Calibration passed on (B)(6) 2021 with reagent lot 922974 and calibrator lot 922915. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.